Event description:
In late 2008, the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter powers off during use. The medical affairs specialist (mas) classified the complaint based on the customer care advocate (cca) documentation. The patient provided information that she uses an insulin pump. She said she removed and replaced the meter batteries and afterward the meter did not turn on and she was unable to test her blood glucose since the day before. As a result of the issue the patient reportedly decreased her insulin dosage throughout the day on original date. Afterward, she said she had a stomachache and was thirsty. She denied receiving treatment due to the issue. The cca noted that the reported meter turned on and off again when the ok button was pressed and when a test strip was inserted into the test strip port. The patient's products were replaced. This complaint is being reported because the patient alleges that the lfs meter did not turn on and she was unable to get a reading. Afterward, the patient reportedly decreased her insulin pump dosage and became thirsty, a symptom that can be associated with hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.